Manufacturer narrative:
Additional patient information has been requested from the customer. The device was returned for analysis; however, the device investigation is pending. At the completion of the investigation a supplemental report will be submitted. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that a male patient received delivery of a dental appliance on (B)(6) 2025. On (B)(6) 2026, the patient presented with a complaint that the silent nite device had broken parts. No patient symptoms or injury were reported. The patient discontinued use of the device on (B)(6) 2026. No additional medical or surgical procedures were required. The appliance was replaced with a similar product. The healthcare professional reported that cleaning and storage instructions were followed. The reporter's office location is in (B)(6).